Event description:
A malfunction alarm was reported, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, and no further malfunctions occurred after the reset. The customer was instructed to continue using the pump and to contact technical support if the issue recurred, which the customer understood and acknowledged.